Event description:
A user facility returned the olympus, model gif-1200n, gastrointestinal videoscope to olympus for repair due to a report of "air/water flow issues from the air/water flow system" and a "cloudy image." Upon inspection and testing of the returned device, it was determined that the device was insufficiently cleaned as evidenced by the presence of foreign material exiting from the air/water nozzle. This report is submitted due to the presence of foreign material exiting from the air/water nozzle as a result of insufficient cleaning. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the air/water nozzle due to insufficient cleaning of the device. Additional evaluation findings are as follows: 1.) Air/water flow issue from the air/water flow system could not be confirmed; 2.) Angel wires noted stretched; 3.) Insufficient cleaning (handling problems); 4.) Cloudy image not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "insufficient angulation" was presumed to have been due to the extension of the wire identified as the "a-wire". Factors that accelerate the elongation of the a-wire include angulation operation with the endo therapy accessories inserted, accumulation of stress such as stroking the distal end, applying excessive stress to the bending section while angulation operation, and storing the device with the angulation lock lever applied. The suggested phenomenon of "image cloudy" was unable to be confirmed; however, it was presumed to have been due to a clogging of the air/water supply nozzle and a decrease in cleaning performance resulting in dirt on the lens surface that could not be completely removed. The suggested phenomenon of "foreign matter in the air/water nozzle" was presumed to have been due to insufficient cleaning, leading to clogging. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.